Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The displacement test could not be performed due to unresponsive buttons. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked battery tube threads, cracked display window and minor scratches on the display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 158 mg/dl. Customer stated that the act and b button were not responding to the button press. Customer was eating at a restaurant and was planning to bolus. Customer took out the battery and placed it back into the pump, but the buttons were still unresponsive. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.